Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead was found to exhibit failure to capture, an unspecified sensing issue, and insulation damage. The ra lead was not used and replaced. The patient was in stable condition.